Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported from the user facility that the foot on the maestro duraguard. The user facility was not able to provide any further information regarding the reported event.